Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring incontinence due to a suspected device problem of unspecified nature. All components of the aus were explanted. A second procedure was later performed during which a new aus device was implanted. No further patient complications were reported.